Event description:
A customer's husband reported a complaint of high readings on his wife's precision xtra meter. The customer changed her medication based on the meter reading. The last reading in the meter was "hi", (any reading greater than 500 mg/dl is reported by the meter as "hi"). The customer reportedly experiencing symptoms of hypoglycemia and lost consciousness. Paramedics were called. They administered a glucose injection and when the patient regained consciousness, she was given cereal with sugar. No additional third-party medical intervention was required.

Manufacturer narrative:
The device has been returned and an investigation has determined the complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. Additionally, it should be noted the device was calibrated incorrectly.